Event description:
It was reported that the asymptomatic patient presented to the clinic after feeling a vibratory alert. Although the device was programmed to vvi, an alert trigger displayed atrial lead impedance out of range as n/a. Programming changes were recommended.

Manufacturer narrative:
.